Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was delivering insulin without permission. Customer stated when she was at work she felt a little bit sick tired and dizzy and she saw that her glucose levels were dropping fast and the pump was delivering 10 units. She went home and took glucose tablets to get a higher glucose level. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.